Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 50 mg/dl at the time of the incident. The customer stated that they got do not calibrate sensor updating and change sensor alarms. The sensor glucose reading was below 50 mg/dl and the finger stick showed 110 mg/dl. The customer declined troubleshooting. The customer reported that they did receive a sensor updating/sensor glucose not available alert and a calibration not accepted alert. The insulin pump will not be returned for analysis.